Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was not receiving effective therapy from their system. In turn, surgical intervention was undertaken wherein the system was explanted.